Event description:
It was reported that the patient presented remotely via merlin.net. Transmission showed that the right ventricular (rv) lead exhibited low pacing impedance. Programming changes were made and the patient presented for rv lead revision. The rv lead was capped and replaced on (B)(6) 2025. The patient was in stable condition.